Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that a popping noise came from the xray tube area and then the system shut down. There is no report of patient injury associated with this event.